Manufacturer narrative:
(B)(4). This lot was manufactured from april 17, 2015- april 20, 2015. The device was received for evaluation. During visual inspection, black particulate matter was observed to be floating within the device. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a black fiber floating in its solution. This was identified after the device was filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.